Event description:
The following was reported to hamiton medical ag: (translated by google translator) screen dark, patient continued to be ventilated, customer acted appropriately. A day later same error no patient harm occurred and no intervention was necessary as the device continued to ventilate.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, according to our information, the technician replaced the screen and the driver board and the ventilator is functioning again. Hamilton medical ag case number is: (B)(4).